Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report a lost sensor alarm. The customer's blood glucose reading ranged from 43 to 95 mg/dl. The customer treated with glucose tablets and candy. The customer reported that she was in the hospital and the doctor there lowered her basal rates. The customer removed the sensor and found the cannula was split. The customer's sensor was replaced and returned for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed continuity resistance test. The sensor passed per specifications. Also performed bicarbonate buffer test and the sensor failed with low readings. Found cannula bent. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.